Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a scheduled follow-up, the patient complained of sporadically experiencing phrenic nerve stimulation. The left ventricular lead exhibited high capture thresholds; a micro dislodgement was suspected. The physician elected to reprogram the device and the nerve stimulation ceased. The patient was noted to be in healthy condition.